Event description:
The customer reported that the device unexpectedly powered off during a cardiac arrest. The involved pt died but the customer stated that the device was not a factor.

Manufacturer narrative:
A follow-up report will be submitted after philips obtains more information about this event.